Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information available to date. Block h4: date of device manufacture year is 2010. The month of manufacture was unavailable at time of MDR filing. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in agent delivery less than 20% from setting during a case. There was no patient injury.

Manufacturer narrative:
The customer declined ge healthcare service. No repair information available.